Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), and the reported events could not be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's condition resolved without sequalae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient briefly exhibited seizure-like symptoms for less than one minute. An electroencephalogram (eeg) showed mild abnormalities not consistent with seizure or stroke. The patient and spouse did report that the patient had rigid arms with tremor and loss of consciousness during the episode. A computed tomography (CT) scan was performed and ruled out stroke. Repeat eeg testing was negative on (B)(6) 2022. The patient was given preventative medication.